Event description:
It was reported that the customer experienced damage to the usp port, resulting in a loose connection that prevented the cable from charging the device. No adverse impact to the customer's blood glucose level was mentioned. The customer declined to speak further with technical support, and no additional information or corrective actions were documented.